Manufacturer narrative:
Correction: the lead serial number was identified 01/11/2019 and updated from an unknown lead.

Event description:
New information received indicates the number of right ventricular lead noise episodes had increased since (B)(6) 2019. Some episodes that were labelled as premature ventricular contractions were actually noise. The patient had no symptoms. The physician suggested monitoring and no surgical intervention. The physician also suggested that if a time is reached when the right ventricular lead does not work only left ventricular lead pacing will be remain. The lead remains implanted and is being monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a follow up in clinic. It was noted that noise was observed on the right ventricular lead. The noise was reproducible with isometrics. No other electrical anomalies were observed. No patient consequences were reported. Further information has been requested but has not yet been received.